Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. The instrument was returned with the distal end of the channel cover cracked. The damaged cover could prevent proper clip loading and formation during application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping blood vessel during a hepatectomy, the first clip used to come off. The surgeon performed hemostasis by manual ligation. It was stated that the clip that fell into the patient¿s cavity was retrieved. Ligation was performed by suture to complete the case. There was no patient injury.